Event description:
During evaluation of a returned spectrum pump, the device flow accuracy test failed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed flow accuracy test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be finger pressure plates were found worn which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.